Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026 a patient underwent for port placement procedure using x-port isp implantable port, groshong single-lumen, kit, 8f. It was reported that during a procedure, when attempting to use the noncore needle included in the kit, the clinician discovered that the package contained two angled needles and no straight needle. There was no reported patient injury

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two right angle non-coring needles were returned for sample evaluation. Visual evaluations were performed. The samples were noted to be clean and received with protective tubing. Both needles were noted to be 22g size. The investigation is inconclusive for the reported missing straight angle needle, and two right angle needles in the kit issue as device packaging not returned and originality of the issue cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent for port placement procedure using x-port isp implantable port, groshong single-lumen, kit, 8f. It was reported that during a procedure, when attempting to use the noncore needle included in the kit, the clinician discovered that the package contained two angled needles and no straight needle. There was no reported patient injury.